Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06150 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2009, (B)(6). According to the complainant, the console had no audible tones, even when the volume was turned to the highest setting. Further info revealed a secondary issue. The physician indicated that roll off was achieved after approx 20 mins, which seemed longer than what was typical to fully ablate. Post procedure, a CT scan of the ablation site was performed. The ablated area, which should have reflected the electrode size used, appeared to be smaller than 3 centimeters. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06150 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 (patient (B)(6) old; age, gender and weight are unknown). According to the complainant, the console had no audible tones, even when the volume was turned to the highest setting. Further information revealed a secondary issue. The physician indicated that roll off was achieved after approximately 20 minutes, which seemed longer than what was typical to fully ablate. Post procedure, a CT scan of the ablation site was performed. The ablated area, which should have reflected the electrode size used, appeared to be smaller than 3 centimeters. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the tamperproof seal was intact. The top cover was removed and the speaker harness assembly was found to be disconnected from the cpu board. After reconnecting there was no indication of the audio issue. Additionally, the locking mechanism of the speaker harness assembly was verified. Furthermore, the device did not exhibit any performance characteristic that would account for the reported issue of prolonged ablation time. The device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint of no audible tones. During the evaluation, the speaker harness assembly was found to be disconnected from the cpu board. The disconnection likely occurred due to an impact or other damage. Therefore, the most probable root cause is handling damage. The secondary issue of increased time to perform ablation was not able to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).